Event description:
The clinic reported that a laser vision correction patient was noted to have loose epithelium at flap edges and they suggested it was probably subclinical epithelial basement membrane dystrophy (ebmd) following the laser treatment. The patient was instructed to start ciprofloxacin and prednisolone 4 times a day for 7 days. At the one day post-op exam, the doctor noted a small peripheral abrasion right eye (od) and rough epithelium at flap edge in both eyes (ou). Bandage contact lenses (cl) were placed ou. The three day post-op exam, noted diffuse inflammation od and inflammation of the left eye (os). The patient was instructed to discontinue prednisolone, continue ciprofloxin 4 times a day and start durezol every 2 hours and medrol dose pack. Five days post-op exam noted the interface inflammation resolving and the epithelium had healed in both eyes. An elevation, debridement, irrigation, repositioning (edir) was performed on both eyes for the loose epithelium at the flap edges. Two days post edir exam, noted the inflammation had resolved. The patient was instructed to continue ciprofloxacin ou 4 times a day for 5 days and taper durezol ou over the next several days. At the two day post edir exam the patient's ucva od was 20/25 and ucva os was 20/25.

Manufacturer narrative:
(B)(4): ebmd, epithelial basement membrane dystrophy the clinic did not required field service or clinical support. Clinic is reporting the event only. Amo's field service engineer performed a preventive maintenance on the laser (B)(4) 2012, finding the system met all amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.